Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a csf leak during the implant procedure on (B)(6) 2019. Clear drainage was visible and the procedure was abandoned. Treatment was provided to address issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.